Event description:
It was reported that during a routine post-operative follow up physician noted the patients superion indirect decompression (ID) implant incision was not healing properly. The patient underwent a procedure where the ID implant was removed from spinal lumbar four-five. It was noted that the ID was removed in the event there was an infection around the incision site per the physicians preference and assessment, however no infection was present. Physical analysis of the ID implant was not performed as it was retained by the facility. The patient did well post-operatively.